Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump off no power alarm, battery out limit alarm then went to reset mode and got unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.